Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the laser was weak during a laser procedure. The procedure was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The customer reported that the laser was weak while using the system. There was no patient harm reported as a result of this event. The customer has been contacted for additional information; however, no further information has been received. The customer called the company service representative to assist with troubleshooting. The customer was directed to change the laser indirect ophthalmoscope (lio) cable. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. The sample was not obtained for evaluation and no additional information was obtained in relation to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The system was manufactured on (B)(6) 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively.

Manufacturer narrative:
The customer has been contacted for additional information; however, no further information has been received. The customer called the company service representative to assist with troubleshooting. The customer was directed to change the laser indirect ophthalmoscope (lio) cable. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. The sample was not obtained for evaluation and no additional information was obtained in relation to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The system was manufactured on may 13, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).